Event description:
Due to chronic total occlusion the wire could not be advance. The attempt was made to retract but the wire fractured. Attempt was made by microsnare but only a small wire fragment could be removed. FDA safety report ID# (B)(6).